Manufacturer narrative:
A ge rep evaluated the system and found software corrupted. Ge rep re-loaded software, re-loaded calibration files, re-booted system five times making, saving and re-calling images with no issues. System operates as intended.

Event description:
Customer reported a file system corrupted error inside a procedure. No pt injury was reported.